Event description:
It was reported that during an electrophysiology procedure in the coronary sinus, the pt2 guidewire broke. It was reported that the pt's anatomy was very difficult, and the physician met resistance during insertion and withdrawal of the guidewire. It was further reported that there "could have been a loop in the guidewire." The corewire of the guidewire broke in half inside the coronary sinus, but the entire device was removed successfully without pt complication. The procedure was completed with another device. Pt status was reported as 'okay.'